Event description:
It was reported that health care professional (hcp) confirmed there was malfunction on the implantable pacemaker. Patient refused to have the device replaced. To date, this device remains in service. No adverse patient effects were reported.